Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00135 through 3012447612-2025-00138.

Event description:
It was reported that a warehouse received three broken polaris 5.5 plug drivers and a broken polaris 5.5 multiaxial screw inserter items from a distributor. The distributor did not provide any patient or event information. This is report four of four for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There was one non-conformance associated with this lot related to out of tolerance dimension. There were 90 non-conforming pieces in the lot, and all were reworked/re-inspected prior to the lot leaving highridge medical control. The device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse received three broken polaris 5.5 plug drivers and a broken polaris 5.5 multiaxial screw inserter items from a distributor. The distributor did not provide any patient or event information. This is report four of four for this event.